Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed that the right ventricular and right atrial lead were exhibiting noise and experiencing intermittent capture. No actions were taken at the time. No patient symptoms were reported.

Event description:
New information received noted that the right ventricle lead and right atrial lead were explanted and replaced on (B)(4) 2018. Patient was stable post procedure.

Manufacturer narrative:
External insulation abrasion was noted at 7.0-7.4cm from the pin consistent with lead friction to the ICD can. This is consistent with the observation from the field of noise and intermittent capture. Damages were also found that were sustained during the surgical procedure.